Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient had an adverse event described as "subluxation/dislocation of the study shoulder related to seizure" 2 years after primary surgery. Patient ID: (B)(6).